Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 14-jan-2019 with the following findings: review of the black box data did not reveal any evidence of power issues. The returned battery cap and the battery compartment were both intact and without damage. The battery secured properly to the pump. On investigation, the pump powered on with functioning audio tone and vibration; however, the display remained blank due to a cracked display screen. Investigation did not duplicate the alleged power issue.